Manufacturer narrative:
E1 initial reporter phone: (B)(6). The console was not returned for analysis; however, this console was serviced at the facility of the customer by a field service engineer (fse). The fse tested the console with test fibers. The laser passed all the testing, and worked as intended. Based on the information available, the reported events were not able to be confirmed. A conclusion code of no problem detected was assigned to this investigation as analysis did not identify any anomaly that would have led to the reported difficulties.

Event description:
It was reported that during the procedure, the console stopped working without any message on the screen. There was no sufficient power output and it could not break stones anymore. There was no patient outcome reported.